Event description:
During coil embolization within unknown aneurysm, the physician placed a 7 mm, 6 mm, and 5 mm (total of six units) coils using this microcatheter without any difficulty. Following the procedure, he could not advance the 4 mm and 3 mm coils into the rapid transit microcatheter (mc). The mc was withdrawn from the pt's vessel. Outside the pt, he tried again to advance the coil into the mc, but the coil remained inside the mc. There was no adverse consequence to the pt. Review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the info provided by the customer. The coil was rec'd detached from the gripper, broken and stretched.

Manufacturer narrative:
Upon receipt the coil was not attached to the delivery system. The detached coil was noted to be deformed and had a stretched section of the approx 16 cm. The coil introducer was still in place with excessive traces of dried blood visible inside. No damage was visible on the hypo-tube or the hub. A review of route sheets was performed for this product revealing no anomalies related to the complaint. The cause of the difficulty of inserting the last coils could not be determined. The stretched coil is evidence of insertion/withdrawal difficulties. It was reported that the coil insertion difficulty occurred after successful placement of six coils. In order to maintain lubricity of the inner lumen of the microcatheter, the IFU instructs that a continuous flush must be maintained. The flush rate must be monitored after introduction of the coil into the microcatheter to ensure that an adequate flush is maintained. This was a possible contributing factor to the reported inability to insert the coils into the microcatheter resulting in coil damage. The microcatheter was not returned for analysis; therefore, no conclusion can be made. This is one of four products used on the same pt. MFR report # 1058196-2007-000041, # 1058196-2007-000042, # 1058196-2007-000043, # 1058196-2007-000044.